Manufacturer narrative:
Analysis on the returned starter, x-ray tube, pcba generator, and pcba starter all resulted in no failure being found through functional testing, performance testing, and visual/physical examination. No problems were found when installed on a test system. Analysis on the returned hv (high-voltage) tank and pcba generator resulted in an electrical failure that was found through functional testing and visual/physical examination. Analysis states that the hv tank failed the resistance test and pcba generator was faulty and started beeping when it was powered on with a test system. Analysis on the returned gantry cable resulted in a physical damage failure that was found through functional testing and visual/physical examination. Analysis states that it passed continuity testing, but through visual inspection, there was a small cut in the cable jacket. No wires exposed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system would not fully boot and is stuck in "system booting, please wait". The representative replaced the tank, tube, cable chain, starter board, booster board and generator control board. The imaging system then passed the system checkout and was found to be fully functional. Devices were returned to medtronic, however, no analysis has been completed yet. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). Devices were returned to medtronic, however, analysis has not been completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that, at the end of the case when the site was trying to perform the last spin, a loud popping sound was heard and the system stopped the image acquisition. There were no errors appearing on the screen. The representative removed the imaging system around from the patient and restarted the unit multiple times without success. Upon each start-up, the image acquisition system (ias) start making a beeping noise and the system stated "initializing please wait" without recovering. The case was completed without the use of the imaging system. There was a 20-minute delay to the procedure and no impact on patient outcome.